Event description:
It was reported that one week following a coronary artery drug eluting stenting treatment procedure the pt died. The lesion treated was located in a 2.6mm diameter segment of the left anterior descending (lad). The lesion was not predilated. A 2.75x28mm taxus liberte' drug eluting stent was implanted. The lesion was post dilated using a 28mm length balloon. The pt received plavix and aspirin. Seven days later the pt died of suspected instent thrombosis. Additonal information has been requested. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the deivce will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.